Event description:
As reported by the user facility: event #1: customer over reported; the nurse had 2 incidences of over infusion on this pump 1 was an infusion of gamumix expected to run over 3 and 1/2 hours, 1 and 1/2 hours into the infusion more than 1/2 of the bag had infused. In another incident, set monoclonal antibodies to run over 60 minutes but it completed in 30 minutes. Customer reports use set (B)(4) which is compatible to the vista pump. No pt injury in either incident.